Event description:
Received information regarding multiple cartridges leaking. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The complaint device was not returned for evaluation. If the complaint device is ultimately received, a follow up report will be submitted.